Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 7037000.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead will not be returned.